Event description:
It was reported that the user¿s freestyle libre 3+ sensor had been scanned in the abbott app and therefore could not be scanned by the ilet mobile app, and the user was guided to start a new sensor in the ilet app with successful pairing and warm-up initiation, which reflects an improper use procedure. No clinical signs, symptoms, or conditions were reported. Outcomes included no health impact. User support included remote troubleshooting and education, directing the user to the ilet mobile app and assisting with proper sensor pairing and initiation, followed by successful sensor warmup. Investigation of this case revealed that the sensor had been in use by another device, preventing connection to the ilet, and resolution was achieved by replacing the sensor, and pairing through the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was user pairing to an incompatible or conflicting application leading to sensor-in-use status with another device.